Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The pod was received deployed. No damages or defects were observed to the needle mechanism. No issues were found that would result in the needle deploying early. The edge of the tube nut was observed to be above the reservoir cap, indicating the pod was initially fully filled. The reservoir was observed to be about 1/4 full. This indicates the pod ran through 3/4 of the reservoir's volume, a volume that would equate to about 150 units of insulin or 3000 pulses. Multiple unsuccessful attempts were made to download data from the pod. Download was attempted from the unopened device, and download was again attempted after connecting the pcb to an external power supply. Communication was not able to be established between the pod and master pdm. Further investigation found the asic to be damaged resulting in it to be partially separated from the pcb. Damage to the asic resulted in data not being able to be recovered. A crack was observed on the top housing. It could not be determined when these cracks occurred or if it contributed to the reported event.